Event description:
The pt missed their refill date and experienced withdrawal. The volume in the pump was below recommended volume to maintain adequate infusion. The refill was completed and the dose decreased. The drug being administered via the pump was lioresal. Additional info has been requested.

Manufacturer narrative:
(B)(4).